Event description:
Phlebotomist removed lid to transfer blood into tube and tube broke cutting the phlebotomist on the thumb. Phlebotomist required two stitches and the cut later became infected. There was no blood in the tube at that time. The customer reports that they have experienced broken tubes previously but none have resulted in injury until now.